Manufacturer narrative:
The technician found the communication cable is not connected. The technician reconnected the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the patient nurse call is not functioning with the bed. No patient injury reported.